Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a start continuous glucose monitor session, and low battery notification became frozen on the pump screen and the customer was unable to clear it. Reportedly, the pump was functioning as intended prior to contacting tandem technical support. There was no reported impact to the customer's blood glucose level.